Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) was 55-59 mg/dl. Food was consumed to address the low bg. The contact stated that on one occasion, the low bg may have been caused by an over-delivery of insulin for food; however, it shouldn't have been large enough to cause the bg to drop that low. The contact was not sure of the cause of the low bg levels and declined to upload the pump data for review. The contact stated that a healthcare provider would be contacted if the low bg occurred again.